Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a posterior (p2) flail and enlarged atrium. A mitraclip ntw was selected for treatment, but due to the p2 flail, it was difficult to grasp both leaflets. Therefore, independent gripper actuation was performed. After the third grasping attempt, it was noticed that the anterior gripper would not lower anymore. The clip was removed from the patient and the procedure was completed with another clip device. The new clip had been implanted without any issues reducing the mr to grade 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) was due to challenging anatomy with leaflet flail. A cause of the reported difficult to open or close (gripper actuation ¿ gripper unable to lower) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.